Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade which required surgical intervention. Patient experienced a pericardial effusion and tamponade. The patient was taken to surgery. Surgery was delayed due to the reported event. The procedure was not successfully completed. Patient status/ outcome / consequences: yes. Patient consequence description: pericardial effusion. Medical intervention: surgery. Additional information received on (B)(6) 2021: the date the adverse event occurred: monday (B)(6) 2021. This adverse event was discovered post use of biosense webster products. The outcome of the adverse event: fully recovered. Generator information: smart ablate, (B)(4), sn (B)(4). A transseptal puncture was performed. Needle product details: abbot brk-1. Prior to noting the pe or CT ablation was performed. There was no evidence of steam pop. This event occurred during the ablation phase. An irrigated catheter was used in the event: stsf. The correct catheter settings were selected on the generator. The pump was not switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used: graph, dashboard, vector, and visitag. The visitag module was used, the parameters for stability used were: 2mm, 3 seconds, fot 3g (B)(6), tag size 3. No additional filters were used with the visitag. Color options prospectively used were: surpoint. 300-400 on back wall, 400-550 on anterior and roof. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 4-jan-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27-jan-2022, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade which required surgical intervention. Patient experienced a pericardial effusion and tamponade. The patient was taken to surgery. Surgery was delayed due to the reported event. The procedure was not successfully completed. Patient status/ outcome / consequences: yes. Patient consequence description: pericardial effusion. Medical intervention: surgery. Device evaluation details: visual analysis of the returned sample revealed that no damage or anomalies were observed on the smart touch unidirectional sf. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30588615l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).